Manufacturer narrative:
Additional information has been received that the instrument tip of approx. 1 mm in length remained in the root canal. After clarification and documentation, the tip was left in place. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 3165. Health effect - impact code - 2199. This is a follow up report to correct these codes.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch # 1673965). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The outcome of this event is unknown as of this MDR. Reportedly, no injury. Further information requested.